Event description:
A surgeon reported an intraocular lens (iol) was exchanged for a different iol due to the patient experiencing photophobia, glare, halos, shadows and double vision. The surgeon reported that a postoperative lasik had been performed to treat residual astigmatism. In a follow up, the surgeon reported the event resolved with treatment.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken or torn in the gusset area (not returned). The remaining haptic was broken or torn in the distal area (not returned). The optic was torn or split in two pieces with a cut-like appearance. The anterior surface of one optic portion was torn or split near the central optic zone and had a cracked area near the outer peripheral. The remaining optic portion was cracked on the anterior surface in the outer peripheral as well. While we are unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/29/2009 and 06/02/2009 by phone, fax, and mail. A completed questionnaire was received on 06/16/2009.